Event description:
This is 1 of 2 reports for complaint (B)(4).

Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: pt implanted on an unk date with plate and screw across the first metatarsophalangeal joint was non-weight bearing for two weeks and then went to a darco shoe. It was discovered on an unk date the plate was broken with a crack originating from the most proximal hole of the cluster of screws in the phalanx.

Manufacturer narrative:
(B)(4): review of the respective raw material and finished product DHR files found no irregularities that would have caused or contributed to this condition. (B)(4): placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product code hrs, hwc. Device was explanted on an unknown date. Device is available for evaluation and was returned to the manufacturer on 05/15/2013. Device manufacture date 04/04/2011. A manufacturing evaluation was performed and it was reported: part was received with numerous surface scratches on the topside. All variable angle holes had damage to the threads to varying degrees. Plate broken through va3. Inspection performed during this evaluation against the requirements at the time the part was released, found no irregularities that would have caused or contributed to this condition. However, two features, the minimum x-cut width and length (as they are inspected with the same gage) were found non-conforming. The condition were a go member will not go indicates that more material is present than the design requirement and therefore producing a stronger plate. Therefore, this complaint is deemed indeterminate; however, as outlined above, a non-related issue was discovered as a result of this investigation. Further investigation was performed on the non-conforming features to determine whether the width portion, or the length portion, or both, were out of specification. This was done using three different methods. The first evaluated the width on holes 1,2 and 4-6 (hole 3 omitted due to being damaged), using the deltronic pin set z023 trying to fully seat a 1.45mm pin fully to the bottom of each radius. One or two (out of four) radius in each of these five holes were undersized. The second method used calipers to find if the length feature met specification. All eleven directions measured over the minimum 4.23mm (B)(4) requirement. A third technique was utilized to provide more accurate data by via smartscope (vms004). Through use of the feature finder icon, which creates a best fit circle to each radius, none of the radii that failed using the deltronic pin passed on the smartscope. The evaluation for length was done by constructing the maximum distance from opposing circles; all of these features passed. The conclusion from this investigation is that the x-cut width feature is undersized.

Manufacturer narrative:
X-rays received. The investigation could not be completed, no conclusion could be drawn, as no product was received.